Manufacturer narrative:
(B)(6) 2021 - the consumer accepted a replacement. Therefore we will not be receiving the product for an investigation.

Event description:
(B)(6) 2016 - the consumer claims the product sparked while in use. The consumer then waited a couple of hours to try the product again. The product did not turn on. The consumer accepted a replacement.